Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and reservoir had air bubbles. The customer blood glucose level was 450 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reported that auto mode feature was not active at time of high blood glucose event. Customer reported insulin exited at the quick release. Customer declined to perform the high pressure test. The customer experienced symptoms such as nausea. Customer treated with manual injection. Approximate size of air bubbles was large air bubbles. Customer reported that the location of air bubbles was on the top of the reservoir. Customer allowed for insulin to warm to room temperature prior to filling reservoir. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump and reservoir will not be returned for analysis.